Manufacturer narrative:
Per (B)(4) final report: the reporter stated that they were unable to provide any further information on this event or the patient. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Reveiw of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity dual mobility revision of the stem, biolox delta ceramic head and ecima insert after approximately 4 months due to loose cement mantle and thigh pain.

Manufacturer narrative:
Per (B)(4) initial report. The reporter has stated that they are unable to provide any further information on this event or the patient. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity dual mobility revision of the stem, biolox delta ceramic head and ecima insert after approximately 4 months due to loosen cement mantle and thigh pain.